Event description:
The customer indicated that a false positive architect ca19-9 result was generated with lot 18074m500. An initial result of 157.64 u/ml was generated. The sample was repeated and negative results of 8.03, 6.66, 11.12 and 8.89 u/ml were generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Accuracy testing was completed for architect ca19-9 lot 18074m500. The testing met the acceptance criteria. Customer complaint data was reviewed and no adverse trends were identified. The architect ca19-9 reagent package insert was reviewed and was found to adequately address the issue. Patient mean data (collected from abbott link) was reviewed. This data was used to calculate the average patient median, which was in turn used to determine the concentration difference of each reagent lot (patient median to the average median patient of all lots). The concentration difference was compared to the total allowable bias as defined by an internal requirement for the architect ca19-9xr assay. The concentration difference by reagent lot from the average patient median ranged from -2.16 to 3.09 u/ml. None of the reagent lots evaluated exceeded the internal requirement for the architect ca19-9xr assay which states a maximum bias of 9.6 u/ml for values <37 u/ml is allowable. The analysis concluded that all reagent lots reviewed read patient results consistently. The investigation did not identify a malfunction / deficiency.